Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the (B) (6) pt complained that after replacing the battery in his onetouch ultraminimeter it prompted error 1 when he inserted a test strip to test his blood glucose. The (B) (4) specialist spoke with the pt 1/28/10 to obtain additional information regarding an alleged low blood glucose on (B) (6) and (B) (6) 2010. On (B) (6) 2010, the pt felt shaky and attempted to test; the meter prompted error 1 when he inserted the test strip. The pt self treated with food. The following day, while feeling shaky, the pt again obtained error 1 after inserting a test strip rather than a result. The pt self-treated with food, and consumed sugar to relieve the symptom. No other medical intervention was required. The pt, who is scheduled for gastric by-pass surgery in a month, is regulated with regular (r) and n insulin at breakfast; ri with supper, and n at bedtime. Although allegedly unable to test on (B) (6) and (B) (6), the pt made no changes to his insulin regime. On (B) (6) 2010, the pt had taken 41 units r and 64 units n with breakfast at 7:30 a.m. When the pt became symptomatic around 12:15 pm, he had not yet eaten lunch or injected more insulin. The pt felt better approximately 30 minutes later. Because the pt alleged that he was unable to obtain blood glucose result for two days due to error 1, and later self treated for low blood glucose on (B) (6) 2010, the complaint is reported. The cca was unable to resolve the alleged issue and replaced products.